Manufacturer narrative:
The biomed found the trend limit switch bracket was loose and bent and the trend cam was also bent which would not allow the limit switch to close. The biomed straightened the limit switch bracket and replaced the trend cam to repair the bed.

Event description:
Alleged the bed will not go into trendelenburg.